Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a day after implant procedure, lead dislodgement was observed on the ra lead. Chest x-ray reviewed that the ra lead fell into the rv chamber. The lead was repositioned successfully. The patient was stable.